Event description:
It was reported that the patient with this artificial urinary sphincter experienced the device not functioning properly. A revision surgery was performed during which the physician confirmed that the cuff had a hole. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Correction to field b3: date of event correction to field g2: report source correction to field h6: device codes correction to field d6: implant date correction to field c2/d10: concomitant product/therapy. Since the exact event date is unknown, 03/13/2025 was used as an estimated date based on the reported onset occurring two weeks before procedure on (B)(6) 2025.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced the device not functioning properly. A revision surgery was performed during which the physician confirmed that the cuff had a hole. The device was explanted and replaced. There were no patient complications.